Event description:
It was reported that the customer received no delivery alarms on the insulin pump. His blood glucose was around 150 to 160 mg/dl. Customer was unable to troubleshoot as he was driving. He further stated that he received the alarms the prior four or five times the reservoir went down to 100 units of insulin. Customer reported the alarm was resolved with infusion set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.